Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged. The break was approximately 8.5cm from the strain relief to 18cm distal. The shaft was not completely separated the inner liner was still connected. There was also shaft damage in the form of flattening and kinks in multiple areas of the shaft from the tip to approximately 30cm proximal. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A 150/20 renegade" hi-flo" was selected for use. During unpacking when the catheter was removed from the tube, it was noticed that the catheter was broken. Furthermore, another renegade" hi-flo" was opened and noticed that the hub was cracked. Finally, a third renegade" hi-flo" was opened and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. A 150/20 renegade" hi-flo" was selected for use. During unpacking when the catheter was removed from the tube, it was noticed that the catheter was broken. Furthermore, another renegade" hi-flo" was opened and noticed that the hub was cracked. Finally, a third renegade" hi-flo" was opened and completed the procedure. No patient complications were reported.